Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had been tasered by the police in the past and was taken to the hospital. The pt reported she was unable to turn on the stimulation after the incident. The external device would not communicate with the ipg. The pt reported a physician confirmed the ipg was nonresponsive. It was reported the pt wanted the ipg to be replaced.